Event description:
The sales rep was provided this info on the event date. On an unknown date, the patient underwent an initial anterior cervical fusion. Sometime after the surgery, the patient began to experience pain in the esophageal area. The patient underwent revision surgery. It was noted that one of the screws was backing out and pulling the antcer plate with it. The surgeon removed the construct and replaced it with another one.

Manufacturer narrative:
Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.